Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2023, the patient¿s cgm was reading 200 mg/dl and the patient¿s bg meter was reading 100 mg/dl. The patient had already dosed himself with insulin based upon the cgm value of 200 mg/dl, which resulted in him experiencing a severe hypoglycemic event. The patient was wearing a tandem insulin pump. It was not specified what symptoms the patient was experiencing or how low his bg level went. Emergency medical service (ems) was called and when they arrived, the patient was treated with IV d5 (dextrose). He was transported to the emergency room (ER) for monitoring. It was not specified how long the patient was in the ER prior to discharge. The patient reported that he decided to go from the g7 sensor back to the g6 sensor, as he felt it was more accurate. The patient refused to provide dexcom with any other event details. The patient was "fine" at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.